Event description:
Rn reported home patient (hp) contracted peritonitis during treatment using homechoice device. The cause of the peritonitis was not identified. The pt was treated with 1g vancomycin and tobramycin. Rn does not attribute the device as the cause of infection.